Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer did not recall blood glucose at the time of incident. The alarm happened after being in the water. Troubleshoot was performed. The insulin pump screen had critical pump error and red x. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed critical pump error after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. The insulin pump had a corroded motor and battery tube assemblies during visual inspection.